Manufacturer narrative:
In response to FDA report number: mw5088677. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lymphadenopathy; "swollen lymph nodes." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "have only gotten sicker with horrific fevers and horrific health. I was already disabled due to chronic severe migraines ,and fibromyalgia. I have lost four teeth, swollen lymph nodes, 2nd stage kidney failure and am declining rapidly. I am super sick. I'm now dying in a slow horrific torturous death . L've had so many tests done I can't name them all. High fevers, swollen lymph nodes, high blood pressure, fibromyalgia, epstein barr, chronic fatigue syndrome, kidney failure, gum disease, chronic migraines, complex ptsd, anxiety disorder, agoraphobia, depression, panic attacks, menopause, lung nodules, sleep apnea, blood in urine. The events are not device related. The event of swollen lymph nodes is reportable. Device has been explanted. This record is for the right side.